Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during the implant of a xen 45 gel stent in the right eye, they used the melbourne technique and "incised the tip of the xen off to make a bevelled tip." They "then implanted the xen so the tip was bevel down." No adverse events occurred and device was implanted successfully.